Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one device. The visual inspection of the returned product noted that the trocar balloon was broken. The obturator, locking collar, valve seal and doors appeared intact. The inflation syringe was received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device¿s balloon did not inflate. There was no rapid loss of abdominal pressure due the device issue. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.